Event description:
Pt discharged after revision of pump catheter. Couple of days later, spasm became severe. Pt readmitted for pain management. During hospitalization, pump was refilled and found to have worked for a couple of days in the immediate post-op period and then failed, giving a read out of 6.7 ml when in fact there was 16 ml of medication in the reservoir.